Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while performing a planned maintenance, the manufacturer representative (rep) noticed the interconnect cable was damaged. The rep noticed the power cable was worn due to normal wear and tear. There was no patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735943, serial/lot #: lc 21h12a, ubd: , UDI#: ; product ID: 9735772, serial/lot #: (B)(6), ubd: , UDI#: h3, h6: a medtronic representative went to the site to test equipment. The interconnect cable and the power cable were replaced. Codes b01, c13, and d02 are applicable. H3, h6: the interconnect cable, product ID: 9735772, was returned to medtronic for analysis. Analysis revealed that the interconnect cable was torn with exposed wires. Despite the damage, the cable was found to be fully functional. Codes b01, c0204, and d02 are applicable. H3, h6: the power cable, product ID: 9735943, was returned to medtronic for analysis. Analysis revealed that the cable jacket was worn on the returned power cable with no exposed wires. Despite the damage, the cable was functional. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.